Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl (3000mcg/ml at 723mcg/day) via an implantable pump. It was reported that for the last six to seven months the patient had two routine pump refills, at which time it was noted that they had volume discrepancies. They stated that there was more in the pump than expected, but the exact discrepancy was unknown. The patient stated that during these times they had also noticed that they had increased pain. The physician believed that the pump was not infusing the medication appropriately and opted to replace it. A catheter study was performed at an unknown date but was positive for cerebrospinal fluid (csf) return. The pump pocket was opened up and the pump was removed. The drug was transferred from old pump to the new pump. The pump had a total reservoir volume of 23ml and an expected residual volume of 22.7ml. The new pump was connected to the existing catheter. A catheter aspiration was performed before and after placeing the pump back into the pocket with positive return of csf. The daily dose was reduced from 923mcg/day to 723mcg/day. The issue was resolved at the time of the report.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.  B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.